Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient fell approximately three weeks ago and lost efficacy. The patient's system was replaced and the issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.